Event description:
It was reported that a cartridge fit issue occurred with the pump used by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional corrective action was taken as a result.